Manufacturer narrative:
.

Event description:
It was reported that the pt had a neurostimulation system implanted to treat left knee pain which was significantly improved. It was also reported that the pt was somewhat dissatisfied with the therapy since it "destroyed my back". Further follow-up. Was not possible due to no pt identifiers being provided.